Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range shock impedance. Technical services (ts) reviewed the value, which was noted in a single coil lead with stable trending. Ts recommended to bring the patient into the clinic on a non-urgent basis to reset the alert and adjust the out-of-range limit. No adverse patient effects were reported. This rv lead remains in service.